Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an 0616-000 obturator, pin guide, end cap has disconnected from the shaft. And an 0312-200 pin guide spring attachment clamp that connects the clamp to the lag screw sheath has broken and can no longer be locked together. This was discovered during a procedure on (B)(6)2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged 0312-200 was received for investigation. Visual inspection revealed that the protruding tip of the spring-loaded clamp is broken. No other issues were found. Without additional information, the probable cause remains undetermined. The failure could have been the result of impact with another device, or mishandling of the device.